Event description:
It was reported a 24 mm amplatzer septal occluder was chosen for a patent ductus arteriosus (pda). During the procedure the device presented with a cobra shape deformation. The device was removed and exchanged with a new, 28mm amplatzer septal occluder. The procedure was completed successfully. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of an amplatzer septal occluder presenting cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.